Manufacturer narrative:
Investigation summary: it was reported that the syringe stopped infusing at the 5cc mark. To aid in the investigation, one sample with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are monitoring the silicone dispersion to confirm consistency in our processes and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was difficult to move and stopped at the "5cc" mark. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "while using the bd 10cc posiflush, the syringe stopped infusing at the 5cc mark. The syringe removed and new on applied with no resistance noted." "I have two samples available for return at the moment, one where resistance was encountered at approximately 7 mls and another at 2.3 mls. The first is from lot number 0337054 and the second is from lot number 0352381. As for patient impact, a delay in care has been reported. The potential impact would be for clinical staff to abandon the access because of the resistance. Our own testing indicates that additional force will overcome the resistance, but this is likely not the appropriate approach in the clinical setting."